Event description:
It was reported that the patient received 5 inappropriate shocks due to t-wave oversensing. It was recommended to increase the ventricular sensitivity value and redo defibrillation threshold testing to ensure appropriate detection. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.